Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt stated that she had concerns about low blood glucose levels. She stated that her normal/target blood glucose range is below 120 mg/dl. She stated that on (B)(6) 2011, she tested her blood glucose level at 12:34am with a reading of 97 mg/dl. She tested her blood glucose level again at 3:43am and received a reading of 72 mg/dl. At this time she reduced the temporary basal rate on the infusion device by 70%. At 5:16am the pt again tested her blood glucose level and received a reading of 73 mg/dl. She ate two pieces of candy at that time. On (B)(6) 2011, the pt called ems. Ems arrived and administered 1/3 tube of glucagon at 1:38am after receiving a blood glucose reading of 41 mg/dl. The pt's blood glucose was tested again at 1:44am with a reading of 80 mg/dl. At that time ems administered the remainder of the glucagon and advised the pt to eat. She stated that she ate an egg salad sandwich and drank a (B)(6). At 2:11am ems tested the pt's blood glucose once more, with a reading of 138 mg/dl. The pt is not alleging that the infusion device caused or contributed to the low blood glucose levels. Follow up with the pt on (B)(6) 2011 revealed that the pt's blood glucose had returned to normal and she had a reading of 89 mg/dl. Product was not requested to be returned for eval.